Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal evolution was received for product evaluation. The hemostasis sheath and locator were returned along with the header bag. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was in a slightly curved shape. The distal tip of the sheath was examined under a microscope and no signs of damage or deformation were found. No other anomalies were noted with the returned components. Dimension testing was performed and the outer diameter of the arteriotomy locator was measured and found to be 0.090'' which was within the specification of 0.092" +0.00/-0.02. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device sheath kinked upon attempted insertion. The case was a left heart catheterization (lhc). Groin shot was done prior to insertion. There was no issue with initial 6fr sheath reported. The procedure was completed successfully with manual compression. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 26jun2020. There was no issue with the procedure sheath insertion.